Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. (B)(4).

Event description:
It was reported that the patient had an hip arthroplasty and was subsequently revised one year post implantation due to multiple dislocations.

Manufacturer narrative:
Review of device history records identified no deviations or anomalies. The device was used for treatment. Review of complaint history found no additional issues reported for the item/lot combination. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event.